Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided the exact root cause could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic crimped during insertion into the patient's eye. The incision was enlarged but no sutures were required. The surgeon used the ez-28 inserter and implanted a back up lens with no issues. The surgeon believes the likely cause of the event was a loading error. The patient is doing well and will follow up with a final post-op visit.